Manufacturer narrative:
After a review of the DHR, it has been determined that nothing in the manufacturing and packaging processes can be identified as the cause of this complaint. Based on the above investigation, no definite root cause for the complaint is determined. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Tears or nicks can occur at any stage from manufacture to surgical manipulation. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). A lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned in liquid. Based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens and the lens tore. The lens was removed with no patient injury and the backup lens was implanted with no problem. The patient is very happy and their vision is 20/20.